Event description:
There were 2 airway safety events with a teleflex sheridan endotracheal tube in which the 15mm adapter became dislodged from the endotracheal tube. The first occurrence happened at approximately in which the patient's ventilator began to alarm low minute ventilation and low peep. Radiation therapist (rt) checked all ventilator connections in which everything was intact, and rt quickly noted that the adapter had become dislodged from the endo tracheal tube (ett). Adapter was reinserted into the ett, and all connections were secured and intact. The second occurrence happened at approximately 4 hours later in which the ventilator began to alarm low minute volume and low peep in which rt was able to respond quickly to reconnect adapter. No adverse event occurred but patient did have mild decompensation in sats to 88-89% which was recovered within a few seconds after 100% fio2 boost.

Event description:
There were 2 airway safety events with a teleflex sheridan endotracheal tube in which the 15mm adapter became dislodged from the endotracheal tube. The first occurrence happened at approximately in which the patient's ventilator began to alarm low minute ventilation and low peep. Radiation therapist (rt) checked all ventilator connections in which everything was intact, and rt quickly noted that the adapter had become dislodged from the endo tracheal tube (ett). Adapter was reinserted into the ett, and all connections were secured and intact. The second occurrence happened at approximately 4 hours later in which the ventilator began to alarm low minute volume and low peep in which rt was able to respond quickly to reconnect adapter. No adverse event occurred but patient did have mild decompensation in sats to 88-89% which was recovered within a few seconds after 100% fio2 boost.